Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser did not activate during vitrectomy surgery. Immediately after powering on, the port ring briefly lit white but turned off right away. Even after waiting more than 1.5 minutes, the ring remained off and the system did not start up. The emergency stop button was used to turn the system off/on repeatedly, but the same symptoms persisted with no messages displayed. The surgery was completed without using the laser. There was no impact on the patient. The laser treatment was scheduled to be performed later during an outpatient visit.